Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the right ventricular (rv) lead exhibited loss of capture, varying thresholds and decreased r-waves. The lead was capped and replaced on the right side due to an occlusion on left side. No further patient complications have been reported as a result of this event.